Event description:
It was reported, the single-use aspiration needle failed towards the end at obtainment of specimens during diagnostic endobronchial ultrasound. During withdrawal of the needle, it did not deploy correctly for specimen retrieval. Upon visualization, a plastic piece was noticed to be loose and was removed from end of needle. A regular scope was passed down and spring mechanism from needle was found to be superficially lodged in patient's lung. It was retrieved with biopsy forceps. The intended procedure was completed. There were no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: d9, g2, h2, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was able to confirm the customer report. The device was returned in open original packaging. Needle was included along with a broken off piece. Visual inspection revealed foreign material inside the insertion portion. The sheath was not attached to the insertion portion. Additionally, multiple kinks noted in the insertion portion, and missing stopper. The most probable cause is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the single-use aspiration needle failed towards the end at obtainment of specimens during diagnostic endobronchial ultrasound. During withdrawal of the needle, it did not deploy correctly for specimen retrieval. Upon visualization, a plastic piece was noticed to be loose and was removed from end of needle. A regular scope was passed down and spring mechanism from needle was found to be superficially lodged in patient's lung. It was retrieved with biopsy forceps. The intended procedure was completed. There were no reports of further patient harm.